Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air leakage was observed through the hoses during the surgery. The surgery was completed after replacing the pak on same day. The patient was contacted with device but there was no patient harm. The procedure type was unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two images provided by the customer show: 1. Tray label information 2. Overhead view of components in the tray, however, the vit tubing detachment mentioned in the report is not observed. Upon visual inspection of the returned probe, the pneumatic open line was detached from the probe engine. We confirmed a weak bond joint between the engine port and tubing resulted in the customer's experience. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).